Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Product evaluation: one certain® titanium large hexed screw (ilrght) was reported but not returned for investigation. Therefore, visual evaluation could not be verified. The investigation was performed using applicable instructions for use and risk files. Functional testing could not be performed since the products were not returned. No pre-existing conditions were reported. The reported devices had been placed on unknown tooth locations for an unknown period of time. Per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR review DHR review could not be performed since the lot number was unknown. Complaint history review a year-long complaint history review by item number (ilrght) was performed for similar events and no complaint about nonconforming products was identified. Post market trending review: february post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and event. Therefore, based on the available information, device malfunction and the reported event could not be verified as the device was not returned and pictorial evidence was not provided. Sections updated: b4: date of this report g3: date investigation/pce results were received g6: type and report and follow up number h2: follow up type h3: evaluation h6: adverse event problem codes h10: manufacturer's narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient ID was not provided. Patient's age was not provided. Patient's weight is unknown. Date of event was not provided. Lot number from screw was not provided. Additional 510(k) number is k072642. Device manufacturing date is unknown.

Event description:
It was reported that patient had a ilrght screw that fractured in the patient's mouth. Only 1-2mm of the screw remained inside the implant. Customer is considering ordering removal tools to assist in removing the screw. No tooth number provided.